Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2011. On an unknown date the patient returned with a recurrent hernia. Another surgery was performed which noted extensive multiple adhesions on the bowel and omentum. Another mesh product was placed to repair the hernia.

Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.